Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 100% stenosed lesion was located between the left main trunk (lmt) and the proximal left anterior descending (lad) artery. The lesion was initially ablated with a 1.5mm rotablator burr. The balloon was advanced to the lesion, but ruptured during the first inflation to 6 atms. There were no reported patient complications. Patient status listed as "good".